Event description:
Additional information was received from the patient. They reported that they have had too many accidents and device was implanted for bowel. They also stated that it was not working properly. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the batteries will not last but a few more months. They are not working well like before. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they have 2 devices, and the right one was not working; they can¿t feel the right-side stimulation. It was stated that their system was working so well, and now they aren¿t feeling anything and their symptoms had returned ¿a couple weeks ago or longer, in 2019.¿ they had turned up and still were not feeling any stimulation. It was noted that they would follow up with their primary care doctor to see if they could help, as their implant-managing physician had moved, and after review, there were no other healthcare providers close that the patient would want. Additional information was received from a consumer. When asked what circumstances led to them not feeling stimulation from the right-side implant, they stated, ¿all of the above and I may have fallen last year. Not sure it was on it.¿ in order to resolve the issue, they met with the ir rep who was able to program it. However, after a couple of weeks it was jolting them up near their butt crack and they had to turn it off. It was further reported that according to their programmer, their batteries will be dead in a few months. No further patient complications are anticipated or expected as a result of this event.